Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a notification stating pumping had stopped. Customer was unable to clear the notification and resume insulin delivery. Reportedly, the wake button was delayed in responding to presses. There was no impact to customer's blood glucose level.